Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the grasping section was partially missing. The manufacturing history was reviewed, with no irregularities noted. This type of the coating missing is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the grasping section was damaged when the user scraped a tissue or a coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a hepatectomy, the subject device was used. The probe damage error occurred. The user became unable to use the subject device the intended procedure was completed with another device. Olympus medical systems corp.(omsc) evaluated the returned subject device on april 12, 2018. As a result, omsc found that the coating of the grasping section was partially missing. There was no patient injury reported. This is the report regarding the missing of the grasping section coating.